Event description:
It was reported that the product's clamp screw handle has damage. Event occurred before patient use, there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection, normal operation check and functional testing were performed. It was confirmed that there was a crack in the circulating water tank cover. The knob of the pole clamp screw turned idly, confirming the customer's indicated failure. The root cause was damage to the pole clamp knob. As a result, the pole clamp was replaced, along with the tank cover. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.d4. Unique identifier (UDI) #: (B)(4).